Event description:
It was reported that the device was revised due to high impedances of greater than 4000 ohms on all electrodes. On an x-ray evaluation, it was noted that there appeared to be a misalignment of the lead at the header block and this was confirmed during the revision. The x-ray also showed that the lead had wound up behind the implantable pulse generator (ipg) and that there was no part of the electrode in the foremen at all. It was unsure why the electrode had pulled back into the ipg site. The lead with the problem was removed and a new lead was placed in the left s3 without further problems. The stimulation was turned on and the patient had stimulation as expected. It was noted that the patient had fully recovered.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.